Event description:
A user facility registered nurse (rn) reported a dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment which was confirmed with a blood test strip. The blood leak was also visibly seen. Upon follow-up, the rn confirmed the blood leak was internal and occurred five minutes after treatment started. The machine, a 2008t, alarmed appropriately with a blood leak alert. Blood was noted to be visually observed as blood hit the dialyzer. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius combi set bloodlines. No damage was noted on the dialyzer prior to treatment. The estimated blood loss was 250 ml. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. The machine has been placed back in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
(Health effect - clinical code) plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The dialyzer was returned with blood port and adapter caps attached. There was blood throughout the dialyzer, in the fibers and in both header caps. During gross visual examination, a potted fiber fragment was identified above the polyurethane (pu) on the cavity ID end at approximately 0°, with the dialysate ports situated at 0°. The fiber fragment measured approximately 6.77 mm in length, and an opposing end was not identified. Further examination of the device did not identify any other damage or irregularities. The dialyzer was not subjected to a leak test as potted fiber fragments are known to impact the integrity of the dialyzer. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was one unrelated non-conformance (nc) in the production of this lot which resulted in rework. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility registered nurse (rn) reported a dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment which was confirmed with a blood test strip. The blood leak was also visibly seen. Upon follow-up, the rn confirmed the blood leak was internal and occurred five minutes after treatment started. The machine, a 2008t, alarmed appropriately with a blood leak alert. Blood was noted to be visually observed as blood hit the dialyzer. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius combi set bloodlines. No damage was noted on the dialyzer prior to treatment. The estimated blood loss was 250 ml. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. The machine has been placed back in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.